Manufacturer narrative:
Date sent: 02/19/2008. Info not available, device not returned for analysis.

Event description:
It was reported that during a lap nephrectomy procedure, the active blade fell off inside the pt. Another like device was used. There was no pt consequence.